Event description:
Hospital advised the pump alarmed and displayed channel error. The biomedical engineer determined the error code in the log was 242.4020 which is a motor stall error. There was no patient consequence.